Manufacturer narrative:
The event was treated with medication. A non medtronic pta was used during the revascularisation carried out to treat the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one admiral xtreme standard pta was used to treat the venous outflow of left arm. Approximately 2 months post index procedure the patient suffered shunt stenosis. This was treated with a pta of the venous outflow. The event is resolved. The investigator reported that the event is not related to the index device, procedure or paclitaxel. Safety has assessed that the event is not related to the index device, procedure or paclitaxel.

Manufacturer narrative:
Cec adjudicated event is not related to procedure or therapy but related to study device. Revascularization is clinically driven. If information is provided in the future, a supplemental report will be issued.